Event description:
The following information was reported: the patient visited the hospital on (B)(6) 2015 for pain. The patient was admitted on (B)(6) 2015 with pain and bleeding at the site with right groin abscess. Had to have incision and drainage of the site. The patient was given antibiotics intravenously. The patient was hospitalized. It is unknown if the patient's hospitalization was mynx related and the patient's discharge date is unknown. Procedure type: intervention coronary sheath size: 6f vessel type: arterial procedure date: (B)(6) 2015.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use. Additionally the IFU states: the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. The review of the lhr (f1504201) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).